Event description:
The patient reported that her blood glucose was elevated to 500 mg/dl due to being unable to change the infusion set. She stated that the infusion set had been in use for 8 days because she was out of product. She stated that she bolused 8 units of insulin and her blood glucose remained elevated. Shipping information was reviewed and the patient was advised that her product was delivered that day. The patient then found her package outside her neighbor's door. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.